Event description:
In (B)(6) 2014, I began having severe chest pain. The hospital did a CT scan, found filter to be broken and 6 legs penetrating vena cava. Filter removed (B)(6) 2015 at (B)(6) by dr. (B)(6). Diagnosis or reason for use: chronic dvt's; prothrombotime 3 detect . Dates of use: 1995 - 2015.